Event description:
Philips received a report on a heating incident on an achieva 1.5t mr system. A male patient was positioned feet first supine to undergo a knee examination with the sense-knee-8 coil. Patient reported blister on the left thigh one hour after the examination.

Manufacturer narrative:
05-sep-2024 correction was made to the date received by mfg.